Event description:
Complainant alleged that during the defibrillation of pt who was in cardiac arrest condition, the electrodes arced (lot number and part number of the used electrodes is unknown). The clinicians then obtained another device to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.